Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to loss of function and recurring incontinence. The existing aus was explanted and replaced with a new device. No further patient complications were reported.